Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 3.6, 3.6, lab: 5.7 (lab 1), 6.4 (lab 2), mean: 4.65, 5.0, confidence limits: 2.6-6.9, 2.8-7.2. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepancy within the context of the documented variability for inr testing. Per text" patient was just released from the hospital and was on lovenox at the hospital." Caller didn't follow package insert. Products misused. No further testing required. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed; see scanned table. Per internal procedure, the mean of inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore further testing is not required at this time. Per text" patient's hct level was 27.39%." Caller didn't follow package insert. Product misused. No further testing required. (See scanned table).